Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed shingles that it had gotten worse after wearing the lifevest. The patient was given a medicated patch from his physician. It was reported that the patch had helped.